Event description:
It was reported by svc report that the fowler was hanging by one fastener and the motion interrupt pan was damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: motion interrupt pan; screw bracket; ball screw assembly; CPR coupler.